Event description:
Ventilator began alarming an unusual constant high pitched alarm as well as the high alert alarm. Upon entering patient's room, ventilator was malfunctioning with an error message stating "device alert." The screen was blank other than the patient data. Patient was immediately removed from mechanical ventilator and manually ventilated without incident. Mechanical ventilator was removed from service.======================health professional's impression======================there was no adverse event. Ventilator sent to clinical engineering.======================manufacturer response for ventilator, 840 ventilator======================the coviden engineer found a stuck gui key. Reviewed the logs. Device alert/ventilator continued zb0052 in logs. Replaced keyboard. Ran an est extended self test and electrical safety test and the vent passed all tests.